Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2015 and mesh was implanted. The patient reported that she experienced unstable bladder, recurrence of incontinence, urge incontinence/urgency, urinary retention /voiding issues, high post void residual volume and detrusor voiding pressure, outflow obstruction detrusor over activity, poor urine stream, constant recurring uti¿s, burning when urinating, kidney pain, urethra pain, symptoms of uti¿s even when there is no infection present, e.coli & other bacteria/infections in urine, haematuria (blood) in urine, bowel issues, constipation/diarrhoea, grade 1 bladder trabeculated, grade 1 rectocele/enterocoele, grade 1 cystocele, mesh side arms palpable sub-urethral, perineal body defect, vaginal erosion, vaginal bleeding, dyspareunia (painful intercourse), chronic nerve pain, groin, leg, pelvic, stomach, hip & back pain (kidney area), post-traumatic stress disorder, anxiety, depression and stress, high blood pressure ¿ on bp medication, headaches, sleeplessness, lichen planus, vulvitis effects, chronic pain, can¿t sit for periods of time longer than 15 minutes due to nerve, groin, leg and pelvic pain, concentration issues, can¿t stop urine flow once it has started causing accidents, panic attacks causing chest pain, ceased work on (B)(6) 2017, anti-social and nervousness from bladder issues, undue stress on family life/relationship and unable to have sexual relations with husband. The patient has undergone multiple procedures and tests to alleviate her issues including intermittent self catheterisation 3-4 times daily, daily neurological pain medication, psychiatric and psychological consultations weekly, general gp care weekly, consultation, procedures and treatment with a heart care specialist, physiotherapy, consultation with urologist, medical imaging CT scan lumbar spine, right foot x-ray pelvis and right hip and ultrasound, ivu abdomen, video urodynamic and flexible cystoscopy, 24 hour blood pressure monitor and 24 hour heart rate monitor, heart stress test and complete mesh removal surgery performed on (B)(6) 2018. Since mesh removal, the patient has experienced chronic nerve pain ongoing in both legs, two small hernia's present either side of groin area, constant abdominal tenderness and external scaring from removal surgery. No additional information is available.